Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient was implanted with a impella cp for support during high-risk cardiac procedure. It was reported that there was a hematoma on the right femoral access site. Manual pressure was held and a femstop was in place upon transport to the intensive care unit with 30mmhg of pressure. They were able to palpate distal pulses without an issue. The patient was taken to the cardiac catheterization laboratory on levophed/dopa/epinephrine for transvenous pacing placement for complete heart block. The impella initially increased to p-8 for support with an attempt to wean inotropes. Heart failure at bedside was noted to reposition the impella which now is at 91 centimeters and measuring 3.7 centimeters past the atrioventricular. After continued hematuria on bumex 0.5mg/hr infusion per nephrology. With mixed sepsis/cardiogenic shock picture, vasopressin was added and dopamine was weaned to 2.5. Epinephrine was off and the impella to p-4 with improved ejection fraction of 35%. Urine improved on bumex infusion and after repositioning yesterday it is now clear yellow. Dressing was clean, dry, and intact. The patient was on lower ventilator settings today with good oxygenation on 70% and five positive end-expiratory pressure, a febrile. The medical doctor was to review the echocardiogram and determined weaning.

Manufacturer narrative:
Investigation summary: no product was returned. Hematuria: the cause of the injury was unable to be determined due to insufficient clinical details. Sepsis, fever, heart block: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Hematoma: the cause of the hematoma was unable to be determined due to insufficient clinical details. Device history review: device passed all post sterile inspection checks.